Event description:
The patient stated he felt like his blood glucose was high and he found his infusion tubing had completely separated from the luer lock. His blood glucose measured 300 mg/dl. He was able to change his infusion tubing and administered a correction bolus to lower his blood glucose to normal. He experienced symptoms of blurry vision, nausea, fatigue, and headache. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.